Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device expulsion ('migration of essure device location of device: uterus') in a 37-year-old female patient who had essure (batch no. 824843- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gerd, multiple sclerosis, hypokalemia, premenstrual syndrome, nausea, vomiting, dizziness, skin irritation, uterine enlargement, endometriosis and benign neoplasm of cervix uteri. Concomitant products included ranitidine hydrochloride (zantac) since 2005 to (B)(6) 2009 for gerd as well as ethinylestradiol;ferrous fumarate;norethisterone (femcon fe) since 2005, ibuprofen, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008, promethazine, promethazine (phenergan), terbutaline sulfate from (B)(6) 2007 to (B)(6) 2007 and zolpidem from (B)(6) 2007 to (B)(6) 2013. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 5 years 7 months after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish/psych injury"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish/psych injury") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder/urinary"), urinary tract disorder ("bladder/urinary") and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2013, hysterectomy withbilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device expulsion, depression, anxiety, dysmenorrhoea and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was placed in the right fallopian tube ostia first. There were 7 coils that were visible in the patient¿s left side six coils were noted. Plaintiff received treatment for pain, bleeding, breakage/ expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Pathology test - on (B)(6) 2015: interpretation: uterus (191 grams), fallopian tubes, hysterectomy and bilateral salpingectomy: 1. Benign proliferative endometrium. 2. Adenomyosis of myometrium. 3. Unremarkable fallopian tubes. 4. Benign cervix.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain in female, abdominal pain, urinary tract infection. Lot number reported 824843 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Updated outcome for infection (bladder/ urinary tract/vaginal) type: uti and vaginal haemorrhage as recovered. Event genital haemorrhage updated as medically non-significant. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('migration of essure device location of device: uterus') and genital haemorrhage ('general abnormal bleeding') in a 37-year-old female patient who had essure (batch no. 824843- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gerd, multiple sclerosis, hypokalemia, premenstrual syndrome, nausea, vomiting, dizziness, skin irritation, uterine enlargement, endometriosis and benign neoplasm of cervix uteri. Concomitant products included ranitidine hydrochloride (zantac) since 2005 to (B)(6) 2009 for gerd as well as ethinylestradiol;ferrous fumarate;norethisterone (femcon fe) since 2005, ibuprofen, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008, promethazine, promethazine (phenergan), terbutaline sulfate from (B)(6) 2007 and zolpidem from (B)(6) 2007 to (B)(6) 2013. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 5 years 7 months after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish/psych injury"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish/psych injury") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder/urinary"), urinary tract disorder ("bladder/urinary") and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2013, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, urinary tract infection, depression, anxiety, dysmenorrhoea and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was placed in the right fallopian tube ostia first. There were 7 coils that were visible in the patient¿s left side six coils were noted. Plaintiff received treatment for pain, bleeding, breakage/ expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Pathology test - on (B)(6) 2015: interpretation: uterus (191 grams), fallopian tubes, hysterectomy and bilateral salpingectomy: benign proliferative endometrium. Adenomyosis of myometrium. Unremarkable fallopian tubes. Benign cervix. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain in female, abdominal pain, urinary tract infection. Lot number reported 824843 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: quality-safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('migration of essure device location of device: uterus') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year-old female patient who had essure (batch no. 824843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gerd, multiple sclerosis, hypokalemia, premenstrual syndrome, nausea, vomiting, dizziness, skin irritation, uterine enlargement, endometriosis and benign cervix uteri neoplasm nos. Concomitant products included ranitidine hydrochloride (zantac) since 2005 to december 2009 for gerd as well as ethinylestradiol; ferrous fumarate; norethisterone (femcon fe) since 2005, ibuprofen, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008, promethazine, promethazine, terbutaline sulfate from (B)(6) 2007 to (B)(6) 2007 and zolpidem from (B)(6) 2007 to (B)(6) 2013. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 5 years 7 months after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish/psych injury"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish/psych injury") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder/urinary"), urinary tract disorder ("bladder/urinary") and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2013, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device expulsion, vaginal haemorrhage, urinary tract infection, depression, anxiety, dysmenorrhoea and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was placed in the right fallopian tube ostia first. There were 7 coils that were visible in the patient¿s left side six coils were noted. Plaintiff received treatment for pain, bleeding, breakage/ expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Pathology test - on (B)(6) 2015: interpretation: uterus (191 grams), fallopian tubes, hysterectomy and bilateral salpingectomy: benign proliferative endometrium. Adenomyosis of myometrium. Unremarkable fallopian tubes. Benign cervix. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: pelvic pain in female, abdominal pain, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet and mr received. Fu 2nd & 3rd processed together. Event: abnormal bleeding (vaginal, menorrhagia),infection (bladder/ urinary tract/vaginal) type: uti, psychological or psychiatric problems condition: depression, anxiety and mental anguish, migration of essure device location of device: uterus, dysmenorrhea (cramping),pain: abdominal was added. Lot number was added. Event outcome was updated for the event pelvic pain and outcome added for the event abdominal pain. Concomitant conditions, drugs, historical conditions were added. Lab data and reporter's information was added. On 4-sep-2019: plaintiff fact sheet received. Events: general abnormal bleeding, breakage, allergy were added. Event outcome was added for the events: general abnormal bleeding, allergy, bladder/urinary. Event outcome was updated for the events: pain: pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.